Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior fixat ion of 1 above 1 below for compression fractures of l3 therapy for primary osteoporosis, osteoporotic vertebral fracture (l3) and compression fracture. It was reported that cement leaked from the screw head and was removed with a flea. It was noticed when the rod could not be inserted properly. There might be a possibility of leakage or regurgitation during injection. The cement itself was also refilled with l4, but there was no leakage. Levels implanted was l2. There was no revision surgery planned/ occurred as a result of the event. There was delay of more than 60 minutes in overall procedure time and there was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.